Event description:
It was reported that the system 9600 displayed a temp sensor error, and was not operational. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the temp sensor was defective. The temp sensor and cable assemblies were replaced. The system was tested and found to be working as intended and placed back into service.